Event description:
New information received noted that the patient was referred for pulse generator replacement due to eri and subsequent loss of av synchrony. Generator change was successful with no procedure related complications or problems.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an unknown reason. The pulse generator exhibited backup vvi operation. Due to low battery, a full firmware download would not be supported. The device was explanted and replaced on (B)(6) 2017. No further information was reported.

Manufacturer narrative:
The reported filed event of backup vvi (bvvi) was confirmed in the laboratory. Analysis of the device image indicates that backup mode was caused by code corruption, the cause is unknown. The device was tested on the bench and no anomalies were noted.